Event description:
Arthroplasty right shoulder (B) (6) 2007. Had revision procedure (B) (6) 2009, due to poly ethylene liner dislodging. Liner and glenoid head were removed and replaced. Original surgery (B) (6) 2007 was not performed at lima memorial. Dates of use: (B) (6) 2007 - (B) (6) 2009. Diagnosis or reason for use: right total shoulder implant failure.